Event description:
The guidewire was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the guidewire was returned to the manufacturer and analyzed and was found to be unraveled and damaged at implant. The analyst noted that blood is visible on the guidewire.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the guidewire was returned to the manufacturer and analyzed and was found to be unraveled and damaged at implant. The analyst noted that blood is visible on the guidewire.